Event description:
It was reported that the patient presented to the hospital after experiencing a syncopal episode with nine seconds of asystole. A review of the parameter settings revealed atrial capture management was programmed on. The patient's device only was programmed to right ventricular (rv) backup pacing during atrial capture management execution. The patient's rv lead was programmed subthreshold; therefore, the atrial capture management must be programmed off. Otherwise, the patient will continue to lose pacing support during atrial capture management testing, hence, the nine second pauses observed. The rv lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was seen in follow up and the rv output was reprogrammed and lv capture managements was programmed off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.